Event description:
Patient had an upper body bair hugger blanket (forced warm air) placed across his upper body during surgery. Setting was high. Post-bair hugger removal, a heat or allergic rash (redness) was noted across the patient's chest where the bair hugger had been placed.

Event description:
Additional information received on 7/5/2024 for report mw5156844 to update procode.